Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door not latching properly, pump will alarm randomly that door is open during infusion" as a door not fully latched alarm. The alarm was caused by a failed lower link switch. The lower auxiliary assembly (including the link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump experienced "door not latching properly and pump will alarm randomly that door is open during infusion". It was also reported that there was no patient involvement.